Event description:
It was reported by service report that the right side rail was broken with broken litter weld. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Manufacture's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.